Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) had migrated distally. It was noted because the patient had a corporal defect that needed to be addressed. The cylinders and pump were removed. The reservoir was left implanted, and a malleable device was implanted. There were no additional patient complications reported.

Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) had migrated distally. It was noted because the patient had a corporal defect that needed to be addressed. The cylinders and pump were removed. The reservoir was left implanted, and a malleable device was implanted. There were no additional patient complications reported.